Manufacturer narrative:
On 30-june-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30992335l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac arrest and cardiac tamponade requiring a pericardiocentesis and resuscitation. It was reported that during an afib case, a pericardial effusion was noticed. They reported there was a steam pop heard before the patient¿s blood pressure began to drop. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient coded and after doing compressions was sent into surgery .the patient was reported to be in stable condition and is doing well. They stated the physician believes the pericardial effusion was caused by the steam pop. This adverse event discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is the steam pop. Intervention provided was pericadiocentesis and CT surgery. Patient has full recovered (no residual effects). Patient did require extended hospitalization because of the adverse event in the ICU. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.